Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt stated that about a year ago, he woke up in an ambulance after passing out on the floor. The pt's blood glucose was around or below 30 mg/dl and was treated at the hospital. He indicated that the incident was related to the insulin he was using at the time. The pt was using u500 insulin when the pump was designed for u100 insulin. He indicated that after he switched to u100 humalog, his bg was fine. There is no indication that the pump malfunctioned; however, this complaint is being reported because the pt reportedly became hypoglycemic and required medical intervention when he used u500 insulin with the pump.